Event description:
It was reported that the patient was having lots of problems with her device. The patient noticed that when she walked under telephone or electric wires or when she was near the refrigerator or electronics or even when she was not by these things, she noticed the stimulation would jolt. She had been keeping it on different settings than she had before and was not sure if it needed reprogramming. She was experiencing momentary increases of stimulation ¿jolts.¿ impedance testing showed 0, 2, 3, 5, 7, and 11 were >10000. 5 and 7 were part of active programs in groups a and b. A manufacturing representative (rep) removed those from the programs with good results. The patient would follow-up as needed. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # v465519, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # v714604, implanted: (B)(6) 2013, product type lead; product ID 3487a-56, lot # v566822, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot # va01xj6, implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).